Event description:
Caller reported an alarm 2 due to occlusion events. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin, and did not require additional assistance.